Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that wrong medication was stocked in the cabinet. The technical support specialist (tss) instructed the user to contact the pharmacy to know about the medication that was stocked in wrong cubie and requested to replaced it. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user reported that while attempting to issue a medication, the drawer opened and the cubie opened; however, an incorrect medication was found stocked in the cubie. The customer stated that this malfunction occurred while dispensing the medication.